Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection was performed and it was identified that the second electrode and the pebax were dislodged from its original location; in addition the electrode was found lifted; leaving electrical components exposed. Additionally, reddish material was observed inside the pebax; and it was wrinkled due to to the displacement of the electrode, but no breakage was observed. The device was connected to the carto 3 system, and it was recognized and visualized; however, a signal noise on the second electrode was observed on the carto 3 screen; which could be related to the damage observed on the tip. A manufacturing record evaluation was performed for the finished device lot number 31390492l and no internal action was found during the review. The customer complaint was confirmed since the damages found on the tip could be related to the noise issue reported by the customer. The potential cause of the electrode damage and pebax condition could be related to excessive force or the handling of the device during the procedure; however, this cannot be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number :(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified that the second electrode and the pebax were dislodged from its original location. In addition the electrode was found lifted, leaving electrical components exposed. During the procedure, the potential of only the 1-2 electrode suddenly disappeared. This occurred approximately 2 hours after insertion into the patient's body when the catheter was exchanged for the sheath. The issue was not resolved by reconnecting and replacing the cable. The issue was resolved by replacing the smart touch sf catheter with another new one. The procedure was completed without patient's consequence.